Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. The pt was discharged the next day. The pt returned seven days later to the hosp with a groin infection. It was reported that the pt was treated with vancomycin and clindamycin. The pt went to surgery for repair of the artery. The pt was still in the hosp 11 days later. Additional info has been requested, but has not become available.